Event description:
It was reported to boston scientific corporation that a capio device was used on a sacrospinous ligament fixation procedure done on (B)(6) 2014. According to the complainant, during the procedure, the needle carrier got stuck on the cage and did not retract. The physician dismantled the device to release the carrier. Nothing was left inside the patient. They completed the procedure by using a second capio device with no patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.